Manufacturer narrative:
The olympus field service engineer (fse) visited the user facility for inspection. Fse checked the device and duplicated the reported phenomenon. As a result of inspection, it was confirmed that the reported event may have been caused by an electronic board failure. The device is planned to be returned to olympus (B)(6) for evaluation but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus belgium s.a./n.v. (Obe) made conscientious efforts, but was not able to obtain detailed information about the event from the user facility. The device was planned to be returned to olympus, but was canceled by the user. The device was not returned to olympus and could not check the reproducibility of the reported event, so the exact cause of the reported event could not be conclusively determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.